Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit failed continuity tests using the cirris tester. It was found that the cable is malfunctioning. During testing, "probe or module malfunction" error message displayed. The device audibly and visually alarmed. There was a hard failure; no intermittent failure was observed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that the device is working intermittently on a non-masimo device. Customer reported that "we are having problems with cables not working in the ICU". There are no known consequences or impact to the patient.